Event description:
It was reported the patient's ipg sight was brittle and hard. In turn, the patient underwent surgical intervention. During the procedure, the patient's pocket site was opened and a white fluid was found. As a result, the patient's ipg was explanted. Cultures and samples were taken but the results remain unknown.

Event description:
Follow-up revealed the patient's pocket site issue resolved over time. It was also reported the culture/sample results revealed no anomalies.